Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) and stent exchange using an evis exera iii duodenovideoscope in a patient with altered gastric anatomy due to cholangiocarcinoma, a gastric perforation occurred. The physician feel this was due to the stiffness of the scope. The planned procedure was completed. The gastric perforation was closed with over the scope clips and hemostatic clips successfully without the need to additional surgery. No additional consequences to the patient have been reported.